Event description:
It was reported that the subject guidewire became fractured inside the microcatheter. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d4 - gtin - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject guidewire was returned in two fragments. The proximal end was inspected, and two fractures were noted with the core wire exposed at roughly 189.5cm and 190cm. The distal end was inspected, and the platinum wire was stretched. The core wire was observed through the distal tip dome. The functional inspection was not performed due to the subject guidewire being broken/fractured. The reported 'guidewire broken/fractured during use' was confirmed. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the operator was rotating the tail end of the subject guidewire, there was no change at the front end of the guidewire. Then, the physician withdrew the microcatheter and the subject guidewire and found that the subject guidewire was fractured during an external inspection. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was moderately tortuous. The same microcatheter was used to finish the procedure. The device was returned and it was confirmed that the subject guidewire had been fractured at approx. 10cm from the distal tip, there was also stretching noted to the subject guidewire. It is probable that there may have been anatomical and/or procedural factors present during the clinical procedure that may have caused the reported subject guidewire fracture, it is probable that the subject guidewire was then stretched during removal from the patient. An assignable cause of procedural factors will be assigned to the reported and 'guidewire broken/fractured during use' as well as the analyzed 'guidewire distal tip broken/fractured during use' and 'guidewire distal tip stretched', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire became fractured inside the microcatheter. The guidewire was replaced and the procedure was completed successfully with no clinical consequences to the patient.